Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached premature elective replacement indicator (eri) and upon interrogation of the device, the pacing mode was expectedly unreprogrammable, yet the left ventricular (lv) lead and bi-ventricular pacing were able to be programmed back on and the leads tested within specification. It was then noted when the device was attempted to be reprogrammed to turn the patient details off, the device lost right ventricular (rv) capture and bi-ventricular pacing was only able to capture for a brief time before losing capture. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.